Event description:
It was reported that the right ventricular lead was fractured. The lead had high impedance and non-sustained ventricular tachycardia events were observed which triggered the lead integrity alert (lia.) The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the proximal conductor. (B)(4).